Manufacturer narrative:
Results of investigation will be forwarded in a supplemental report once complete.

Event description:
The catheter was inserted on (B)(6). On (B)(6), the nurse found leakage from the catheter during infusion of chemotherapy drugs.